Event description:
The customer reported that the nurse saw drops of chemotherapy on the patient chair. There was a leakage at the connection between tube and luer lock. One sample was available for evaluation. One sample was received filled with red liquid. A free-flow and tightness test found a leak between tube and revolving luer-lock. The cavity could not be read. There was no leakage at the air ventilation filter. A visual inspection on all retain samples of the complained batch did not find any non-conformities. A free flow/tightness/practical test on one retain sample of complained batch was performed and no abnormalities were found. A review of production documents did not show any deviation related to the complaint reason. The root cause for this event is the manufacturing operator had applied too much solvent on the outside wall of the tube. A CAPA has been opened to address this issue.